Event description:
This lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that the lead was fractured. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). Issue was found after device interrogation following shocks. Observed noise on rv lead, oversensing and pace impedance > 3000ohms. No adverse patient effects beyond inappropriate shocks and additional procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).